Event description:
Just prior to the onset of a cardiopulmonary bypass procedure, the user reported that a novram 2 error message was displayed. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.